Event description:
Pt was scheduled for a c-section with epidural. The pt was prepared for this procedure and given approximately 1800cc of fluids. The epidural catheter was inserted but the tubing continued to crimp in the folds of the skin. Attempts to inject lidocaine with epinephrine failed even after repositioning the catheter. On the fourth attempt the catheter became dislodged. No further attempts were made to reinsert the catheter. The pt was given general anesthesia and the baby was delivered. The pt suffered from pulmonary edema post-op which resulted in post-partum cardiomyopathy.